Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000362073, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent a revision surgery to remove his infected inflatable penile prosthesis (ipp). A tactra malleable penile prosthesis was implanted. No information about the patient's outcome was provided. Additional information received. The infection was located in the patient's scrotum. The patient presented infection 6 weeks post op. The infection was washed out and antibiotics were applied. The physician does not believe the device caused or contributed to the infection.